Event description:
A doctor's office alleged that temporary restorations placed with tempbond clear had to be cut off during procedures for approximately six (6) patients. This is the sixth of six (6) reports.

Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided. The doctor removed the patient's crown with a bur and placed the permanent restoration. To date, the patient is doing fine. A visual and physical evaluation was performed on the returned product, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.